Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had display anomaly and crack. Customer stated that the insulin pump had scratches on the display making it difficult to read. Customer stated that the insulin pump had crack across the upper right corner of the window. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.